Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope episodes. The right ventricular lead exhibited noise. The syncopal spells and noise events could not be reproduced in clinic. The lead was capped and replaced.